Event description:
The 1200 ml infinity enteral feeding set was detached from the feeding tube and the very end of the barbed adaptor broke off and stayed lodged in the port of the enteral feeding tube. The end which broke off measured 2mm in length. The caregiver reported that this has happened several times from different lot numbers.